Manufacturer narrative:
Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
Bd vacutainer® k2 edta (k2e) plus blood collection tubes.